Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) devices used to insert the tpal were blocked in the close position and could not be removed during the surgical procedure. This resulted in the breakage of the implant at the proximal part. The other inserter was also blocked in the close position with the trial. There was a reported delay of sixty (60) minutes. This report is 6 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as (B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: january 12, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: received one (1) article of applicator knob for manufacturing investigation. The part was received un-mounted, respectively not assembled with associated parts. On the outer diameter is severe traces visible damage, which looks like pliers had been used. During the manufacturing investigation, a functional test was performed. The article passed the functional test. During a second test with the counterparts of this complaint, a jamming on thread m16x1.5lh was observed. The thread itself passed the test. It was produced according the drawing specifications. On the flanks of the thread are traces of jamming, seizing visible, especially around the 5th flank. The rest of the thread flanks seem to be free of damages. The jamming or seizing occurs when the instruments have been used without lubrication. A malfunction of the recess has not been found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed ¿ two instruments received: a) assembled applicator (inner shaft, outer shaft and knob) containing broken part of peek implant b) assembled applicator (outer shaft and knob) containing trial implant small 10. The two received instruments were both jammed. With a force of around 3nm the thread could be released. Parts show normal wear and tear. The inner shaft (03.812.003) and the trial spacer (03.812.310) seem to be slightly bent. Assembly without inner shaft or trial implant does not produce resistance in thread. Only when the inner shaft or trial implant is inserted, the jamming occurs. The jamming happens just at the point where the security ring needs to be pushed down to release the retaining blocks. One of the two outer shafts shows corrosion. So does the inner shaft and the trial. This might have caused the jamming. Corrosion is addressed separately in the corrosion evaluation. The design of the parts is adequate. Parts shall be evaluated by production with a special focus on the thread of 03.812.001/004 and recess on 03.812.003/010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.